Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.

Event description:
It was reported that insulation abrasion was noted on the left ventricular lead during extraction of the right ventricular lead. The lead was explanted and replaced.